Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. However, a set screw was loose/detached.

Event description:
It was reported that at a routine device change out, it was discovered that the atrial lead was dislodged. The lead was capped and replaced. When the physician connected the new atrial lead to the new device, the physician was unable to engage the setscrew of the new device. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.